Manufacturer narrative:
PMA/510(k) # k160229. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
That during the ebus procedure on (B)(6) 2021,the needle broke whilst taking an fna and lost in the patient. The endoscopist was not very happy and he told us to report. We have that needle kept in the office .( ref -echo-hd-22-ebus-p-c , fef-g34279). "As per cc form": during the procedure the needle broke and was lost in the patient. A section of the device did remain inside the patient¿s body. Not known if it was retrieved further information being sought. The patient did not require any additional procedures due to this occurrence. (N/a) according to the initial reporter, the patient did not experience any adverse effects due to this occurrence (n/a) 1. Are images of the device or procedure available? No 2. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? N/a, patient end 3. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)?, no please specify if yes. 4. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? N/a 5. If the device is a procore needle, is the device damage located at the notch / core trap? N/a, yes, no cant remember and you will be collecting the needle anyway if no, please specify where the damage is located: distal end of needle snapped off. ? How much? Maybe about 1cm. 6. Was gaining access to the target site difficult? N/a, yes, no but there was interference on the us images which made visibility difficult 7. Was the device used in a tortuous position? No 8. Was puncture of the target site difficult? No 9. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.).lungs a. If the lungs, which lymph node was being targeted? 4r 10. Please describe the size of the intended target site. 1.5cm 11. If not with the device in question, how was the procedure performed and/or finished? New scope and new needle 12. Was the device damaged in packaging prior to removal? ,no 13. Was the device damaged on removal from packaging? No 14. Was force required to remove the device? No 15. Did the patient require any additional procedures as a result of this event? Yes 16. What intervention (if any) was required? Removal of needle and scope to do bronchoscopy and then reinsertion of another scope and new needle to finish ebus. Of note there was a fault with the ebus scope too in that the picture was very grainy but I think this was a separate issue 17. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day same day. Pt needed a cxr too and may yet need a CT scan. 18. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? N/a, yes, no its snapped 19. If yes, please specify what was observed and where on the device it was observed. You will be collecting the needle 20. What is the scope manufacturer and model number that was used? Don¿t know 21. Was resistance felt while inserting the device through the scope? No 22. Was the scope recently serviced / repaired? N/a, yes, no don¿t know 23. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? 24. Was the syringe used during the procedure, after the stylet was removed? No 25. Was difficulty experienced while retracting the needle? No 26. Was it possible to fully retract the needle into the sheath before removing the device from the patient? Yes, except the bit that had snapped off. To be clear the needle snapped before attempted retraction. 27. Was the endoscope in a flexed or twisted position at any time during the procedure? N/a,yes,no of course flexed. I¿m not sure I understand this question 28. Was the stylet partially removed when advancing the needle into the target site? N/a,yes,no. Unsure. It is possible the stylet was more removed than it should have been. 29. How many samples were obtained (passes completed) with this needle? None 30. Did any section of the device detach inside the patient? Yes if yes, please specify: the needle tip 31. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No 32. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No 33. When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No but the patient coughed and this is when the needle snapped 34. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? Probably but can¿t be certain. I suspect that it was between the rings when he coughed but this is supposition I am not suggesting that there was a needle fault and I think it probably snapped when he coughed violently when it was stuck between two tracheal rings as I was trying to further advance the needle.

Manufacturer narrative:
PMA/510(k) # k160229. 1 unit of lot c1852488 of echo-hd-22-ebus-p-c was returned opened in its original packaging. The device related to this occurrence underwent a laboratory evaluation. The distal end of the needle was found to be broken approx. 4.1cm from tip of sheath. A proximal kink just below the sheath extender was also observed. Prior to distribution, all echo-hd-22-ebus-p-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p-c of lot number c1852488 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1852488. The notes section of the instructions for use, which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. As per additional information a possible root cause could be attributed to the patient coughing violently when trying to further advance the needle when it was stuck between two tracheal rings which in turn would have caused the distal end of the needle to break. As per q.28 of the additional questions it is also possible that the stylet may have been removed more when advancing the needle into the target site. As the stylet provides support to the needle for puncture this may have led to the distal tip of the needle to break. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the needle snapped when the patient coughed violently during the procedure. The broken needle tip was not located, and the patient needed a cxr (chest x-ray) and may yet need a CT scan. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental follow-up report is being submitted due to the receipt and evaluation of the complaint device. Lab evaluation completed on 08-nov-2021: distal needle tip broken and proximal kink below sheath extender. The investigation has also been completed on 25-nov-2021 and there is an update to the investigation conclusions.